Event description:
It was reported that during a pacemaker replacement procedure this right atrial (ra) lead was also replaced due to an unspecified performance issue. This lead was surgically abandoned (it remains implanted but out of service) and replaced with another ra lead. No other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pacemaker replacement procedure this right atrial (ra) lead was also replaced due to an unspecified performance issue. This lead was surgically abandoned (it remains implanted but out of service) and replaced with another ra lead. No other adverse patient effects were reported.